Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in disconnected mode, rebooted unexpectedly and displayed black screen with password prompt message. A technical support specialist dialed in and checked event viewer, which showed that the computer had rebooted due to a bug check. The tss confirmed that the system had rebooted without cleanly shutting down first and issue may have been caused by a system stopped responding, crashed, or lost power unexpectedly. The tss verified that the station was operating normally with no signs of recent errors. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower unexpectedly rebooted, when it came back up the screen was dark and there was a password box in the middle of the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.